Manufacturer narrative:
A ge oec service representative investigated the issue and the malfunction described could not be duplicated. With the assistance of the facility bme, the system was monitored and the issue did not recur. Anomalous system lock-up. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had one reported instance where the system sat idle for a period of time and on system 'wake-up', the image was grainy and the system locked-up, requiring a reboot to continue.